Event description:
(B)(4). It was reported that after a percutaneous coronary intervention (pci), the patient experienced angina pectoris. The subject was enrolled into (B)(4) study in (B)(6) 2011. The target lesion #1 was located in the proximal rca (right coronary artery) with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.7 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.50 mm x 20 mm taxus element stent, with 0% residual stenosis. In (B)(6) 2011, the site reported an event of angina pectoris. No other action was taken to treat this event.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by MFR: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).